Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 1494 (off-label use) applied as a mitraclip device was used in the tricuspid valve.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 isolated tricuspid regurgitation (tr) for a procedure. A mitraclip was selected for use in the tricuspid valve. Reportedly, there was difficulty visualizing the clip and there was difficulty grasping the leaflets. The mitraclip was deployed on the posterior and septal leaflet segments without further issues reported. The final tr grade was 2-3. On (B)(6) 2025 a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the septal leaflet. The tr grade increased to 4. On (B)(6) 2025 a second mitraclip xtw was implanted to stabilize the first. The final tr grade was 2.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 isolated tricuspid regurgitation (tr) for a procedure. A mitraclip (cds0707-xtw, 50113a2087) was selected for use in the tricuspid valve. Reportedly, there was difficulty visualizing the clip and there was difficulty grasping the leaflets. The mitraclip was deployed on the posterior and septal leaflet segments without further issues reported. The final tr grade was 2-3. On (B)(6) 2025 a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the septal leaflet. The tr grade increased to 4. On (B)(6) 2025 a second mitraclip xtw was implanted to stabilize the first. The final tr grade was 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, a cause for the reported image resolution poor, leaflet grasping, and single leaflet device attachment (slda) could not be determined. Tricuspid regurgitation was a cascading effect of slda. Hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.